Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
31jul2019, per a report from computed tomography 3; ¿the cone of the filter is against or slightly through the anterior left wall of the ivc. The anterior left strut penetrates 17 mm through the ivc wall. It penetrates into the duodenum. The anterior right strut penetrates 14 mm through the ivc wall. The posterior right strut penetrates 16 mm through the ivc wall. The posterior left strut penetrates 14 mm through the ivc wall.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, embedded, tilt, abdominal pain/discomfort, diarrhea, anxiety, depression, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain/discomfort, diarrhea, anxiety, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to diagnosis of venous thrombosis (vt) and pulmonary embolism (pe); followed by a successful filter retrieval (B)(6) 2019. Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing "severe abdominal pain after filter was placed for years, after eating I would have discomfort in my upper belly and interval of diarrhea. I have had extreme anxiety and depression over having this filter in me", as well as physical limitations. Per the (B)(6) 2019 addendum CT abdomen without contrast: "there is an ivc filter present. The apex of the filter is 1 cm distal to the confluence of the renal veins. There is no filter leg fracture identified. The filter demonstrates a 9° tilt to the left of midline as well as a 6° tilt anteriorly from the midline. There are 9 minor or short struts identified. Short struts at the 12 o'clock position 3 o'clock position 4 o'clock position, 7 o'clock position and 11 o'clock position have perforated the ivc and are within the pericaval fat. There are 4 long or major struts identified. The 12:00 strut has perforated the ivc and is effacing or embedded in the posterior portion of the third/fourth portion of the duodenum. The major strut at the 4 o'clock position is within the pericaval fat anterior to the vertebral body cortex. The 9:00 major strut which has perforated the ivc is within the pericaval fat". It is alleged that [pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.